Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, fractured modular femoral neck.

Manufacturer narrative:
Update part and lot number.